Event description:
It was reported that after a da vinci-assisted single anastomosis duodenal-ileal switch (sadi-s) surgical procedure on (B)(6) 2025, the patient was re-admitted with a post-op leak on (B)(6) 2025. During the initial procedure, the surgeon force fired a black reload. The surgeon stated that even with staple line reinforcement (slr), he didn't feel the tissue was too thick. The initial procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show sureform 60 stapler (part number: 480460-12, lot number: l86231006-0606) was installed on the system 10x and fired 9 reloads (2 green, 4 black, 1 green, 2 blue, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the green reload via the gemini user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful but was followed by a firing failure. On install 2, the first clamp was successful, but was followed by a firing failure. On install 3, the stapler failed to engage with the system. The logs show parameters of an error indicating that the wrist pitch axis failed to engage. On install 4, the first clamp was aborted by the user. The next clamp was successful, but was followed by a firing failure. On install 5, the first two clamps were successful, and the firing was completed with 3 pauses for compression. On installs 6-9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 10, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. The stapler was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.